Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot and original lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 4.0 x 23 mm otw xience xpedition stent delivery system (sds) was advanced into the patient anatomy over a non-abbott guide wire. The stent was deployed at the target lesion without difficulties; however, during removal, resistance was noted between the sds and the guide wire. The physician was able to remove the stent delivery system from the guide wire, leaving the guide wire in the patient anatomy. No additional intervention was required and the guide wire was removed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.